Event description:
It was reported to philips that the device's etco2 function was not operating. There is no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a continued problem after repair. No further details provided. There is no patient involvement.